Manufacturer narrative:
Investigation pending.

Event description:
The customer reported the following events occurring on one patient: on (B)(6) 2017, the patient was tested because she reported being two weeks late for her menstrual period. A test was performed using the consult hcg urine cassette and produced a negative hcg result. Later when the customer was cleaning up, the customer noticed the result had become positive on the consult hcg urine cassette. The customer instructed the patient to return to the facility and a serum quantitative test produced a positive hcg result of 46 miu/ml. Date of last menstrual period= (B)(6) 2017.

Manufacturer narrative:
Additional information: unique identifier (UDI) number added as (B)(4).

Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention and return products were tested with qc cutoff hcg concentrations and high positive hcg urine standards. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.